Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2011. Legal counsel for patient reports patient allegations of pain, inflammation, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history indicates (B)(6) 2011 was a revision procedure and indicates patient was implanted with a patient specific triflange cup and liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip arthroplasty and revision on an unknown date where competitor components were implanted. Patient underwent an additional right hip revision on (B)(6) 2011 due to aseptic cup loosening. Operative report further noted the presence of granulation tissue, bone loss, and no evidence of inflammation or infection. The competitor head and acetabular cup were removed and replaced with a custom biomet acetabular cup and liner. The competitor head was reimplanted. Further information received in the operative report noted patient underwent an additional right hip revision on (B)(6) 2013 due to aseptic cup loosening. Operative report further noted the presence of fractured screws and cup dislocation. The acetabular cup and liner were removed and replaced with competitor components. The competitor head was reimplanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The following sections could not be completed due to the part/lot information could be: brand name - ti low profile screw 6.5x30mm, catalog number ¿ 103533, lot number - 978000, expiration date ¿ july 31, 2021, manufacture date ¿ july 17, 2011. Or the part/lot information could be: brand name - ti low profile screw 6.5x50mm, catalog number ¿ 103537, lot number - 775480, expiration date ¿ february 28, 2021, manufacture date ¿ february 15, 2011. Or the part/lot information could be: brand name - ti low profile screw 6.5x25mm, catalog number - 103532, lot number ¿ 727890, expiration date ¿ september 30, 2021, manufacture date ¿ october 5, 2011. Or the part/lot information could be: brand name - ti lock-scr cancls 6.5x30mm, catalog number ¿ cp161943, lot number - 048570, expiration date ¿ june 30, 2021, manufacture date ¿ june 12, 2011. Or the part/lot information could be: brand name - ti lock-scr cancls 6.5x30mm, catalog number ¿ cp161945, lot number - 504250, expiration date ¿ september 30, 2020, manufacture date ¿ september 21, 2020. Or the part/lot information could be: brand name - ti low profile screw 6.5x30mm, catalog number ¿ 103533, lot number - 676970, expiration date ¿ may 31, 2021, manufacture date ¿ may 20, 2011. Or the part/lot information could be: brand name - ti lock-scr cancls 6.5x30mm, catalog number ¿ cp161945, lot number - 149230, expiration date ¿ january 31, 2021, manufacture date ¿ january 21, 2011. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08196 & 2015-01150).